Manufacturer narrative:
(B)(4). The amia device was returned and evaluated. During functional testing, the device failed the verify volumetric calibration portion of return instrument test/evaluation (rite). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite failure. The device also underwent rite electrical testing. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection was conducted by the supplier and did not find any issues with the device. The supplier¿s evaluation concluded that this rite failure was due to the bimodal data which had caused the %vme (volumetric measurement error), from patient, to be elevated beyond requirements. The supplier was to correct the issue by implementing a design change to the manifold for amia v2.0. The manifold was to be modified to prevent air from being trapped under the rubber manifold gasket. This issue is continuing to be tracked by the supplier. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned amia device, it was determined to have failed for the verify volumetric verification portion of return instrument test/evaluation (rite). No additional information is available.